Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, noise was noted on the right atrial lead. The lead was capped and revised to resolve the issue, during which an insulation anomaly was noted. The patient was stable with no adverse consequences reported.